Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was evaluated on site by a qualified technician. The reported condition was verified through inspection. To resolve the issue, the qualified technician adjusted the wheels and the device was returned to use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation with a prismaflex machine, a loose wheel was observed. There was no patient involvement. No additional information is available.